Event description:
During a bowel resection, a covidien gia did not fire properly. The device was removed from the field and a new device of the same type was used to complete the procedure. No harm came to the patient. Reporter indicated that the manufacturer will be sending us a return kit. The device will be returned for failure analysis.